Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: unk-p-dbs-linear_leads, model: null, serial: null, batch: null.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the leads were replaced because they were not perfectly placed at the time of initial implantation.